Manufacturer narrative:
(B)(4). The customer reported that a small piece of the m1923a filter line broke off. The piece was found in the infant pt's trachea by one of the nurses who removed it. There was no negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a small piece of the m1923a filter line broke off. The piece was found in the infant pt's trachea by one of the nurses who removed it. There was no negative pt impact.